Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Health care professional reported they had not seen the patient since (B)(6)2018. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient said her device keeps going off and she has a lot of pain at the ins site. Patient said she can feel a crease in the device and she thinks it is cracked. Patient said she has been falling. Patient said she went to the clinic and saw an np who said everything is fine and to call the manufacturer for an adjustment. Ps (patient services) reviewed pss is they were not able to make any adjustments from here and the patient said she knows how to use her programmer. Patient looked at the paper work from her appointment and saw a local number for a manufacturer's rep and planned to call them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with an implantable neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported "its cutting off on me or not working." The patient reported the reason they think it¿s turning off or not working is ¿because about every 15 minutes she has to go and its really weird because she will empty her bladder, it will feel totally empty and then 15 or 20 minutes later she will feel like she needs to go again or if she is active and not sitting or laying it feels like she has to go or she actually does go and leaks.¿ patient tried both increasing and decreasing stimulation. These issues had reportedly been occurring off and on for about a week or so but it was especially worse the day of the report. It was reported that the patient had several really bad falls. No further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their issues started about 2 years ago because they had about 3 major concussions and about 40 falls. They thought the falls had ¿harmed her implant¿ and thought the ¿ins cracked¿ from the falls. As a result, the patient thought the ins was ¿leaking¿. They were still in a lot of pain. The patient noted that they needed an adjustment. They were not willing to turn the ins off because they did not want to go another 6 weeks of peeing constantly if the therapy is off until they get another appointment with their healthcare professional (hcp). The patient mentioned that they were already wearing an overnight pad. The patient stated that they were going to walk into their doctor¿s office today and was going to request an appointment with the manufacturer¿s representative. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event is an approximation. Due to imdrf harmonization, method, result, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had some falls two years prior to the report and couldn't tell if they hurt the device. It was confirmed that the reason for the falls was unrelated to their device/therapy. The patient noted they could feel the ridge of their implant and, before, it felt smooth. It felt like there was a dent in the implant but they didn't know when they first noticed this. No further complications were reported or anticipated.